Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: ¿ the covering of the knife wire was peeled and dislodged. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. 3. A force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sphincterotome wire broke when high frequency output was applied. The event occurred during a therapeutic endoscopic sphincterotomy (est). The procedure was completed using a similar device. There were no reports of patient harm.